Event description:
Caller reported aviva system blood glucose results of 372 mg/dl and 154 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is the same customer and products as medwatch with identifier (B)(6). The products were replaced in (B)(6).